Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the fresh gas pressure transducer printed circuit board (pcb) solved the issue. Device passed all functional and safety tests and was cleared for clinical use. Evaluation of the received device's logs confirms the reported failure. The logs show that the system checkout failed the pressure transducer test. The pressure transducer test failed due to the measured zero zero pressure offset for the fresh gas pressure transducer pcb being out of range; the measured zero pressure offset was 9.99 v. Prior investigations performed for similar failures have shown that the cause of this pressure transducer pcb failure is broken pressure sensor bond (s) on the pcb due to corrosion caused by contamination by cleaning detergent. Our conclusion is that the pressure sensor on the pcb was broken and based on prior investigations, most probable due to corrosion caused by contamination by cleaning detergent. However, since defective part has not been returned for the further analysis, the root cause of the pressure transducer pcb failure in this complaint has not been determined.

Event description:
T was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).